Event description:
Boston scientific received information that an implanting physician commented that during extracting of a certain leads there is stretching noted in the lead body and sometimes the tip seperates. There was no particular product or case, rather just a generic comment from the physician.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.